Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -8.57% without claves, the accuracy reading was -5.48%, with the walkmed bag the accuracy reading was -11.29% , the mod test was -6.35%. And the bench test accuracy reading was -5.3% .there was no patient involvement.